Event description:
Broke off in a patient. Said that the working end (jaws) had come apart. Incident occurred during a laparoscopic cholecystectomy. Patient was taken to surgery to have foreign body removed.